Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse), who discovered the issue, replaced the drive transducer and recalibrated all transducers. The fse performed full calibration, functional testing and safety checks. The unit passed all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during the clean and repair of a returned rental unit performed by a getinge field service engineer (fse), it was noted that the cs300 intra-aortic balloon pump (iabp) had an electrical test code failure in the diagnostic logs. There was no patient involvement thus no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, e1(event site email), g1(contact person).

Event description:
N/a.